Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was admitted to the emergency room (ER) for drug withdrawal. It was speculated that the drug was not delivered after a refill. The old drug was removed but the new drug was believed to have missed the reservoir. There were no environmental, external or patient factors which may have led or contributed to the issue. In the ER all remaining drug was removed from the pump. Oral medications were to be given. It was noted the issue was resolved. Surgical intervention had not occurred. The patient's weight was unknown. The patient's status at the time of the report was alive no injury. No further complications were reported.